Manufacturer narrative:
This follow-up MDR is being submitted as a result of a retrospective review of davol's MDR files. Corrected to adverse event.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have not been provided. Without a lot number a review of the manufacturing records could not be conducted. The attorney alleges that the composix kugel mesh implanted in the patient was part of the previous recall, however, without any product identifiers this allegation can not be confirmed. In regards to the allegation of a ring break, no sample was returned therefore the allegation and the reason for a ring break can not be confirmed or determined at this time. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) - the patient underwent a surgical procedure where a bard composix kugel mesh patch was implanted in her body. Post implant it is alleged the patient experienced serious complications allegedly from a ring break. This ultimately required the patient to undergo surgical procedure to remove the medical device. The attorney alleges the patient experienced physical pain and suffering, disfigurement and physical impairment.